Event description:
Additional information was received. It was indicated that the catheter had been malpositioned in the thoracic epidural space.

Event description:
(B)(6). Summary/reported events: a (B)(6)-year-old female patient with failed back surgery syndrome was scheduled for permanent intrathecal infusion system placement after successful intrathecal opioid trial. Despite cerebral spinal fluid (csf) return initially, the intrathecal catheter failed to produce csf. A catheter-gram produced an intrathecal spread pattern. The infusion system was implanted and continuous opioid infusion therapy was administered. During a subsequent infusion pump replacement five years later, a repeat catheter-gram produced an intrathecal spread pattern. Increasing doses of morphine and the addition of high doses of intrathecal baclofen were required with poor pain control throughout her treatment course. In the ninth year of neuraxial infusion, the patient developed worsening thoracic pain. Thoracic magnetic resonance imaging showed a t8-9 epidural mass and epidurally placed catheter. Epidural exploration at t8-9 revealed a granuloma encasing the catheter tip posterior to the dura mater in the epidural space. The catheter was re moved, and a new catheter was inserted in the l1-2 intrathecal space producing csf. Infusion of morphine and baclofen at one-fifth the previous concentration was initiated. Post-operatively, the patient developed signs of baclofen withdrawal including hypocalcemia, hypokalemia, spasms, and chvostek's with improved pain and spasm control. The authors concluded that this patient's course supported effective baclofen activity at low infusion rates when administered epidurally.

Manufacturer narrative:
It was not possible to match this event with any previously reported event. Concomitant product: product ID: neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).

Event description:
Additional information was received. It was indicated that the event had led to the initial or prolonged hospitalization of the patient.